Event description:
Procedure type: lap pediatric surgery. According to the rptr: during the lap pediatric surgery, the surgeon used the mini step 5mm with expandable sleeve trocar (B)(4) for inserting of instruments. After used for several minutes, he found that a portion of plastic around the centre hole of reducer was broken and missing. He can only find out one small piece of plastic that was broken from the reducer but, cannot find out the other broken and missing plastic portion. No pt injury reported.

Manufacturer narrative:
(B)(4).